Manufacturer narrative:
A component of the superdimension system, the pt sensor triplet (pst) was returned to superdimension for analysis. The analysis of the pt sensor triplet showed that there is an open wire in two of the sensor cables (10172 and 10173). The customer received a new pt sensor triplet as a replacement.